Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported the procedure was being performed on a (B)(6) male patient. The catheter was placed into the patient's left brachial vein. The catheter was placed with complication, flushed, and dressed. The patient stated that his eyes were stinging and then started itching all over. The nurse immediately reviewed allergies with the patient to include latex, chlorohexidine, and lidocaine. The patient denied allergies to all of those. The patient then stated that his mouth was getting big, at which time a code was called. The patients face was red, remained alert, and was just saying "hurry, I'm not feeling well" and was also diaphoretic. A report was given to the code responders. A chest x-ray was not done in the code situation. The nurse called the chief of radiology and he removed the catheter in the shock trauma unit. It was stated that there was a resistance because the patient's veins were restricting. A number of lab tests are being done. The patient was intubated and is stable condition.